Event description:
The olympus employee reported on behalf of the physician that during a therapeutic lithotripsy procedure the 200 micron tfl single use fiber was used on standard settings and patient suffered ureteric stricture. As a result, an additional balloon dilation procedure was undertaken to repair the stricture. The procedure was completed with the same device without any delay. Details of the patient's current condition was requested but not available at the time of the report. Following 2 complaints have been reported for the event: patient identifier # (B)(6), soltive premium superpulsed laser system, model number,-tfl-pls, serial number: (B)(6). Patient identifier # (B)(6), 200 micron tfl single use fiber, model number: tfl-fbx200s, serial number -unknown (this complaint).

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial h7. The initial report inadvertently selected recall in h7. It was determined that this device is not related to a recall. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the minimum wattage used in this event was 20w. The laser logs for the tfl-pls used in this event were provided and the log shows that the frequency and power output are not in line with any soltive preset settings and specifically not the same settings as the ureter stone settings which have a wattage output of 8w for the left pedal and 8.4 w for the right pedal. However, the device was not returned and the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: "caution should be used with power (watts) and lasing duration until the surgeon is completely familiar with the biological interactions of laser energy with various types of tissue. Unless otherwise stated in the specific application section, the surgeon should begin with the lowest pulse energy and power along with long pulse width. The surgeon should observe carefully the induced surgical effect and adjust laser settings until the desired surgical effect is obtained. These effects include coagulation, depth of penetration and cutting intensity." "Incorrect treatment settings can cause serious tissue damage. Therefore, it is recommended that you use the lowest acceptable treatment settings until familiar with the instrument's capabilities. Use extreme caution until the biological interaction between the laser energy and tissue is thoroughly understood." "Warning - preset parameters on the instrument are intended to serve as setting guides only. The physician should carefully prepare these settings to have the desired effect on target tissues." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the device was inspected prior to use. Additional treatment required was balloon dilation of ureter and the intended procedure was ureteric stone. The patient's outcome was ureteric stricture following ureteric stone treatment using soltive premium laser.